Event description:
Incident as reported: lap chole - "during the procedure the inst became stuck in the trocar and fell apart. The doctor is unsure if he tried to remove it with a clip in the jaws."

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.